Event description:
It was reported that, "the pt was having patella/femoral pain. The surgeon examined the pt and concluded that the patella was undersized. Patella was removed and a new patella was replaced."

Manufacturer narrative:
An eval of the device cannot be performed as the device was disposed at the hospital and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.